Event description:
An implant card was received reporting the patient had their generator replaced, the reason was marked as prophylactic. The explanted generator has not been received for analysis to date.

Manufacturer narrative:
H6. Investigation conclusions; corrected information; MDR version no: 3 d16 coding was used and no longer applies.

Event description:
Generator product analysis (pa) was approved. The generator was explanted and returned due to a prophylactic replacement. The device was monitored for more than 24 hours.. Programmed parameters gave expected diagnostics with intensified follow up indicator [(ifi) = no] observed. There were no performance, or any other type of adverse conditions found with the pulse generator. Generator 's data dump was reviewed with no anomalies noted.

Manufacturer narrative:
D9. Device available for evaluation?; corrected information; MDR version no: 2 inadvertently omitted date returned to manufacturer h2. If follow-up, what type; corrected information; MDR version no: 2 inadvertently omitted follow up type h6. Investigation conclusions; corrected information; MDR version no: 2 inadvertently omitted d16 coding

Event description:
The generator was received to the manufacturer for device evaluation. No additional or relevant information has been received to date.

Event description:
It was reported from the patient that they are having an increase in seizures; the battery has been low for about a year. Patient noted that they have had seizure improvement with the vns. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.